Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use the needle was discovered to be broken at non patient end with a bd pen needle 31gx5mm.the following information was provided by the initial reporter, translated from (B)(6) to english:on (B)(6) 2019, the child was prepared to inject the growth hormone . It was found that the injection could not be promoted. After the needle was pulled out, the needle of the base of the needle was broken in the soft layer of growth hormone.

Manufacturer narrative:
Investigation: 1. DHR was reviewed and no qn found. 2. Manufacture records were reviewed, no abnormality was found. 3. Appearance, angle and cannula pull force of np end were inspected for 7pcs retention parts, all results passed. 4. Pen needle product has 100% np end angularity inspection by visual system, and defect part will be rejected automatically. 5. 1pcs returned sample was checked again by visual inspect system, and defect was found and rejected automatically. According to complaint description, after the needle was pulled out, the needle of the base of the needle was broken in the soft layer of growth hormone. Based on above, the needle didn¿t break before setup. 6. Based on the investigation above, the broken needle might be caused by incorrect setup method .

Event description:
It was reported that during use the needle was discovered to be broken at non patient end with a bd pen needle 31gx5mm. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2019, the child was prepared to inject the growth hormone . It was found that the injection could not be promoted. After the needle was pulled out, the needle of the base of the needle was broken in the soft layer of growth hormone.